Manufacturer narrative:
The customer is unaware of the cause of the hemolysis. Provue malfunction most likely not the root cause of the issue. However, the analyzer has not been evaluated by ocd personnel to date, and provue malfunction has not been ruled out. The customer indicated that following this incident, the provue functioned as expected. Repairs have not been performed. This customer has not logged any similar incidents.

Event description:
The customer indicated that they had performed testing with ocd 0.8% affirmagen reagent red cells and removed the red cells from the provue after a full day of testing. The customer indicated that they noticed hemolysis in the reagent vials prior to loading them on the provue the following day. The customer is unsure of when the contamination occurred. The use of hemolyzed reagent red cells may affect the interpretation in detecting antibody-induced hemolysis. Hemolysis is a positive result in tests for antibodies to red cell antigens. If this incident were to recur undetected, erroneous results may occur, leading to possible transfusion of incompatible blood.